Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data was collected from the device, analyzed, and no anomalies were found.

Event description:
It was reported that one month post implant, the lv (left ventricular) lead was found to have dislodged. The lead was repositioned and remains in use. The patient is part of the advance iii clinical study. No patient complications have been reported as a result of this event.